Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and performed troubleshooting action and checked the problem reported by the customer and identified that the reported problem had occurred once. Fse did not find any error related to the failure. Fse proactively reloaded the operation system and application of the polygraph and workstation, also installed burner in interventional tools pc. Fse confirmed that customer performed cold restart, which resolved the reported issue, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry did not move. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.